Event description:
On (B)(6) 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm and bilateral common iliac artery aneurysms using gore excluder aaa endoprosthesis. Post deployment angiogram revealed a distal type I endoleak of the iliac. Extender component on the right side. The physician performed re-ballooning, which improved the endoleak. The procedure was closed. On (B)(6) 2009, follow-up computed tomography scan was performed. No adverse event, including endoleak, was seen. On (B)(6) 2009, occlusion of the iliac extender component on the right side was detached. On (B)(6) 2009, a cross-over bypass from the left external iliac artery to the right femoral artery was performed using a vascular graft to treat the occlusion. The patient tolerated the procedure. Follow up on (B)(6) 2009, showed no adverse event. The physician stated that the cause of the occlusion may have been that the distal end of the iliac extender component lay in a severely tortuous part of the external iliac artery and it disturbed the blood flow.